Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after a pulse field ablation (pfa) procedure the patient experienced speech difficulties. Following a procedure where a faradrive steerable sheath was selected for use. The patient complained about speech difficulties. The patient was monitored, and a magnetic resonance imaging (MRI) was also scheduled. No air was visible to the naked eye. No device issues were reported, and no resistance was felt during operation or removal of the device. The device is not expected to be returned for laboratory analysis. It was discarded at the facility. It was further informed that the patient's condition was improved, and that slurred speech was suspected to be due to residual anesthesia.